Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. (B)(6). Patient weight not available for reporting. G5-510(k): report is for one (1) unknown va screw. UDI: part number unknown, lot number unknown; UDI unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a revision surgery on (B)(6) 2016, while removing hardware, one (1) 2.7 variable angle (va) screw broke in half. Both pieces of the screw were easily retrieved. There was no surgical delay or further patient harm reported. The patient status/outcome post-surgery was reported as unknown. Procedure was completed successfully. This report is for one (1) unknown va screw. This complaint addresses the intraoperative hardware breakage; the revision surgery is reported under (B)(4). This is report 1 of 1 for (B)(4).